Event description:
I used renu with moisture loc contact lens saline solution from the time I started to wear contact lens. I used their rewetting drops too. This is the only product I have ever used. I was diagnosed with an ulcerated cornea, and had to be treated at eye institute every week for 5 months. I have lost most of my eye sight in my left eye. I can only see light and shadows. I was told I would need a corneal transplant and still their is no guarantee.